Manufacturer narrative:
(B)(4). Batch #u5c179. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the firing mechanism to fail. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure." The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, an unknown event occurred with an ats45. It is unknown if surgery was delayed due to this reported event, how the case was completed, or if there were any patient complications. No additional information is available at this time.